Manufacturer narrative:
(B)(4). Concomitant medical products: item number (B)(4) item name g7 vit e neutral lnr 36mm g, lot # 64661490; item number (B)(4) item name delta ceramic fem hd36/0mm, lot # 3035176; item number (B)(4) item name g7 pps ltd acet shell 60g, lot # 6554741. The device will not be returned for analysis not returned by hospital; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that patient underwent a right total hip arthroplasty. Subsequently, patient underwent a revision procedure eight (8) months post implantation due to stem loosening. The stem, head and liner were removed and replaced with dual mobility. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.